Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) clinical study. This complaint is being reported based on the event of a upper respiratory tract infection treated with azithromycin. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. No issues were noted with the device. On (B)(6) 2014, the patient was diagnosed with an upper respiratory tract infection, with symptoms of breathlessness, productive cough, and wheeze. The patient was treated with prednisone and azithromycin. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.34; fev1 % predicted: 72.22; fvc: 3.69; fvc % predicted: 93.65. Post-bronchodilator: fev1: 2.55; fev1 % predicted: 78.70; fvc: 3.92; fvc % predicted: 99.49.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This complaint is being reported based on the event of a upper respiratory tract infection treated with azithromycin. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on june 5, 2014. No issues were noted with the device. On june 10, 2014, the patient was diagnosed with an upper respiratory tract infection, with symptoms of breathlessness, productive cough, and wheeze. The patient was treated with prednisone and azithromycin. No hospitalizations or emergency room visits occurred as a result of this event. The event is reported as continuing. Baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator: fev1: 2.34; fev1 % predicted: 72.22; fvc: 3.69; fvc % predicted: 93.65. Post-bronchodilator: fev1: 2.55; fev1 % predicted: 78.70; fvc: 3.92; fvc % predicted: 99.49. Additional information received as of october 8, 2014. The reported event of upper respiratory tract infection was reported to have resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(6). Study source: (B)(4) clinical trial evaluating bronchial thermoplasty in severe persistent asthma. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all met all specification requirements, allowing them to be released for distribution. A labeling review was performed and, from the information available, this device was used in accordance with the labeling. The directions for use (dfu) list respiratory infection as a known adverse event. Therefore, the most probable root cause classification is anticipated procedural complication